Event description:
A (B)(6) old female, (B)(6), who presented at 40 weeks and 2 days gestation on (B)(6) 2011 at 05:29, with contractions and srom. She denied a pmh and reported an uneventful prenatal period. The pt progressed through labor and delivered vaginally later that day at 19:33; male infant, (B)(6). During the delivery, a second degree perineal laceration was sustained which was repaired without incident. After delivery, the vaginal vault was examined and there was no evidence of foreign body. Radio frequency device -rfd- wanding was performed and negative. The pt recovered as expected and both mother and baby were discharged home on (B)(6) 2011. On (B)(6) 2011, the pt presented to our triage area with 2 square gauze sponges protruding from the vagina. There were no signs of infection, discharge or granulation tissue and the pt denied pain. Speculum examination was performed and the retained sponges were removed. The vagina was cleansed and irrigated. The delivering ob attending was notified and as antibiotics were not indicated the pt was discharged home with instructions to follow up with the ob attending in 3 days. Discussion with the manufacturer of the rfd, and unk to us, revealed the functioning of the rfd is hindered if the pt is wanded on a hillrom bed which this pt was on. As the pts are postpartum, it's been our practice to wand these pts in bed. The is no record or documentation to indicate the limitations of the rfd on the hillrom beds was relayed to the clinical staff both in ob and in the operating room. After learning of this, the pts are now wanded in wheelchairs after delivery.